Event description:
Smart stent was deployed upon retrieval of stent catheter, the proximal portion or tip dislodged. With the use of a 25mm goose snare, the tip was retrieved into the sheath. Sheath was replaced by an 8fr sheath concluding the case. No harm to the pt.